Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported administered himself with incorrect dosage of medication due to receiving inaccurate high reading. Customer reported experiencing symptoms of hypoglycemia and one episode of seizure. Customer reported drinking juice to counteract with her symptoms. There is no report of third medical intervention.